Manufacturer narrative:
(B)(4).

Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: soon after the procedure started, the balloon was broken and new device was opened to complete procedure. No bleeding, no tissue damage, nothing fell into cavity, no pt harm, operating room time not extended.